Event description:
The report received from the affiliate indicated that during pci of a 90% de novo and highly calcified concentric lesion in the proximal to mid lad with high vessel tortuosity, the balloon catheter of a 3.5 x 28 mm cypher stent ruptured at 8 atm. It was an emergent case due to an ami. The femoral approach was chosen for the procedure. A mach1 7f jl4 guiding catheter was engaged and a runthrough ns guidewire crossed the lesion. Aspiration and ivus were conducted. Pre-dilation was conducted with a 3.5 x 15 mm balloon catheter at 22 and sufficient indentation of the vessel was taken. Then a 3.5 x 28 mm cypher stent was delivered to the target lesion without friction. When the cypher was being inflated up to 8 atm, the balloon ruptured. Balloon rupture was confirmed by contrast media leakage under cag and by decreased pressure of the inflation device. Therefore, the physician retrieved the sds of the cypher and post-dilation with a balloon catheter was conducted to further dilate the cypher stent. The procedure was finished successfully. There was not pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The device appeared normal before the procedure and prepped normally. There was no difficulty advancing the balloon catheter through the vessel nor was there difficulty crossing the lesion. It is unk if the catheter was ever in an acute angle and the balloon deflated normally after the rupture. Please note that this device is not distributed in the us. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also available for testing and eval, but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.